Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 not detected on bus. A field service engineer (fse) verified the issue and performed diagnostics, identifying a damaged retractor band cable and debris buildup on the cover sensor magnet, and corrected both issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer auxiliary 2.1 was not detected on the bus. A reboot was performed; however, the issue persisted and the drawer remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.